Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation

Event description:
Patient reported left side "rupture". Device remains implanted.

Event description:
Healthcare professional reported "deflation". Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., g2, h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported event deflation was received on april 23, 2025. With lot number 3080145. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as an unidentified (tear) opening. As per the investigation procedure, creases and wear abrasion were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side "rupture". Later, healthcare professional reported "deflation". Device was explanted and replaced.